Event description:
Approximately 6 months after pci, the patient presented with chest pain and two areas of restenosis were observed. In 1996, an unknown 3.5mm stent was placed in the mid right coronary artery (rca). Subsequent to that the patient developed in-stent restenosis and occlusion. Brachytherapy was performed. Approximately 12 years later, the restenosis reappeared. Two 2.5 cypher stents were implanted. Six months later, the patient developed restenosis in the same area; therefore, another cypher (3.0) was implanted. Two areas of restenosis were observed six months later. A medtronic 6f launcher al. 75 with side holes was engaged into the rca, and abbott allstar ptca wire was advanced. The vessel was pre-dilated with a maverick balloon at 16atm for 19sec, and at 18 atm for 30sec. Ultrasound was performed with a boston scientific atlantic ultrasound catheter. Then a boston scientific promus 3.5 x 18 des was advanced into the artery and deployed at 12atm for 23sec. The stent balloon was removed and a bsi quantum maverick 3.5 x 15 was inserted. Then a dura star balloon was used to post-dilate the lesion due to residual stenosis.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information including product information is pending and will be submitted within 30 days upon receipt. This is one of two 2.5mm cypher stents used to treat the patient. The length of the device and if it was over the wire or rapid exchange is not currently known. This is one of four devices associated with this patient that were reported under the following manufacturing numbers 9616099-2009-00108, 3003742446-2009-00022 and 3003742446-2009-00023.